Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure performed on (B)(6), 2010. According to the complainant, after a sample was taken using the jabbing method, the needle would not retract fully into the sheath. The device was removed, and there was no damage to the scope. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure performed on (B)(6), 2010. According to the complainant, after a sample was taken using the jabbing method, the needle would not retract fully into the sheath. The device was removed, and there was no damage to the scope. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual inspection of the returned excelon transbronchial aspiration needle found the device needle retracted within the sheath with both the inner and outer sheath kinked. Functional check found that the device handle was able to deploy and retract the needle in and out of the sheath. The device produced both pressure and vacuum to force water through the sheath and no leakage was observed. The condition of the returned device could not confirm the reported event, "the needle was stuck out and would not retract". Analysis found the needle retracted within the sheath with both the inner and outer sheath kinked. (B)(4).